Event description:
The iab was inserted into the pt on 9/23/97. On 9/25/97 after iabp for 45 hours, the "gas loss alarm" sounded from the system 97 pump. (Event complications: none from the event - reported 10/4/97.)(pt's current status: o.k. - rpt'd 10/4/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.